Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a valid minimum fill notification when loading a cartridge with 30 units of insulin. The contact was able to successfully complete the load process by adding 250 units of insulin to the existing cartridge, and resumed insulin delivery. The customer's blood glucose level was 480 mg/dl, and was addressed with manual injections.